Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered. The bearings on the rotor assembly were found to be worn inside. Worn or damaged bearings can cause this type of failure and can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly, motor, and all bearings were replaced, and the drill was cleansed for preventative maintenance purposes. The drill was returned to the user facility.

Event description:
It was reported that during a routine equipment eval, conducted by the user facility, the drill heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.